Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or confirm the reported issue. No parts were replaced, and device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. There was no patient use reported with the event.